Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had undergone a pulse generator upgrade on (B)(6) 2016; the physician decided to reposition the right ventricular lead from the apex to the rv septum. On (B)(6) 2016 during a follow-up, it was noted that the right ventricular lead had dislodged. The physician elected to cap and replace the lead. The patient was asymptomatic and stable throughout the procedure.